Event description:
Alaris IV pump delivered fentanyl at 200mg/hr; a rate greater than the default designed in the equipment. Medication stopped and IV pump was changed. No injury noted and patient was later discharged. According to the manufacturer, the pump is designed with a hard stop that prevents human or electronic error of the system for patient safety. Pump sent to manufacturer for evaluation.